Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed two years remaining during a device check in the middle of the previous year. However, a recent device check revealed that the device only had six months left. Boston scientific technical services (ts) advised the field representative to perform a print memory. Several attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed two years remaining during a device check in the middle of the previous year. However, a recent device check revealed that the device only had six months left. Boston scientific technical services (ts) advised the field representative to perform a print memory. Several attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. This supplemental report is being filed because the codes were updated.